Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 313:425:250:0023 during device evaluation. The reported failure code interrupted delivery. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 313:425:250:0023 was discovered and confirmed by a baxter service technician during service. This condition was caused by a disconnected main display and ground cable to the center housing. The main display and ground cable were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.